Event description:
The patient contacted lifescan alleging that their one touch ultra smart meter was reading inaccurately low. The medical affairs specialist spoke with the patient two days later. The patient regularly tests with the reported meter 4 times a day. For 4 days prior to the time of concern they obtained results between 110 and 215 mg/dl while feeling sleepy and weak. They continued to take their usual daily insulin, but did not take additional insulin per sliding scale as the meter results were continually < 250 mg/dl. On the fifth day, they obtained a result of 120 mg/dl at 8:00 am and 129 mg/dl at 11:30 am while feeling increased weakness and sleepiness. They took insulin as usual at 8:00 am and 11:30 am. Their family member took them to the ER. A result of 587 mg/dl was obtained on the ER device around 1:00 pm and their urine was positive for ketones. A hba1c result of 11.5 was obtained at the hospital. They were admitted to the hospital for 4 days and treated for hyperglycemia adn ketoacidosis with an IV and insulin. The meter, control solution, and test strips were replaced. The patient did not know that delivery of the replacement products was attempted today. The mas spoke with the delivery company and asked that the patient be called before the delivery attempt tomorrow. The patient's family member will be home tomorrow to accept delivery. The patient will see their physician tomorrow. The mas advised the patient to ask their physician to order a back up meter for their use.